Event description:
It was reported that the implantable cardioverter defibrillator was in backup operation due to the device not being changed to MRI mode and high voltage therapies were inactive. Programming changes were performed. There were no patient consequences.